Event description:
The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness and or headache, nausea, vomiting, kidney disease/ toxicity cancer, mira loma cancer of the kidney how to be removed causing kidney failure. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 12/24/2022 and section h11 should be reported as: the manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness and or headache, nausea, vomiting, kidney disease/ toxicity cancer, mira loma cancer of the kidney how to be removed causing kidney failure. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was observed. There was one error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report. In box d: product brand name was corrected.